Event description:
It was reported that there was a dent to the pump and air was visualized under an x-ray. The pump and catheter were explanted. The device system was used to deliver lioresal (baclofen). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4) - analysis of the pump has not been completed as of the time of this report. A supplemental report will be provided when the analysis is complete.

Event description:
Additional information received reported that the healthcare provider had no record of any high pressure situations that could explain ¿this,¿ they had no mention anywhere of travel to high atmospheric pressure, hyperbaric treatment or scuba events for this patient.

Manufacturer narrative:
Analysis of the pump revealed the bottom shield was cracked, as well as impact dents on the pump exterior. The cause of the dent was unknown. Testing results suggested there was no propellant in the device. The severe plastic deformation on the back shield of the pump was likely due to a sudden, high strain rate impact. The impact and local plastic deformation of the pump shield resulted in a tensile strain at the fracture location causing a hairline crack to form. Analysis of the catheter revealed coring of the sutureless connector. A patency test showed the catheter was patent. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported by hcp that the causes of event were pneumonia and dent in pump. There was a surgical intervention to explant pump and catheter. The patient required hospitalization due to the event. The patient experienced recent pneumonia and was found to have massive pneumocephalus. Air bubbles appeared to be coming from the tip of pump tubing. Patient had CT including the pump, which demonstrated a dent in the pump. Hcp reported it was unclear if the pump was playing in the pneumocephalus, but given the tip was in the subarachnoid space, removal under these puzzling circumstances was thought to be a better part of valor. Patient was unhappy with the pump and was thinking about having it removed anyway, thus removal seemed the appropriate course. No complications and pump will be sent back to the company for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A voluntary medwatch report (B)(4) was returned to the manufacturer. The document contained no new information as the information was previously reported by the manufacturer. Please see attached.